Event description:
Legal papers state, the plaintiff underwent bilateral surgery and due to premature deterioration lead to osteolysis and synovitis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation can be reopened.